Manufacturer narrative:
The gender of the patient is unknown. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
Additional information was provided regarding the condition of the returned product. Evaluation of the returned device revealed that the distal end of the cannula appeared to be cut with a sharp object at 43.1cm from molded hub and the tip was not returned. The user purposely cut the distal end off to try and release it from sheath and filter. It was then they realized that the filter had sliced through the sheath. The tip was put in the bin due to them thinking this would not be needed for analysis. "I am sure it was cut when they retracted the device out of the patient along with the sheath. It was done during the procedure but out of the patient. They had to then reinsert a fresh new sheath and optease." Complaint conclusion: it was noted that while advancing the filter through the sheath introducer some resistance was encountered and additional force was applied causing the filter to perforate the sheath and then it became stuck. There was no report of the filter damaging the patients vessel. The device was removed and another like device was used which also encountered resistance during filter advancement. However, this one did advance through the sheath and was deployed successfully. No target lesion/target lesion characteristic information is available. There was no reported patient injury. One non sterile 6fr sheath introducer was received for analysis. The csi cannula was found incomplete since the distal end of the cannula appears to be cut with a sharp object at 43.1cm from molded hub and the tip was not returned for analysis, also blood residues were found on csi hub, the barb of the filter that was inside of the cannula was protruding the cannula body at 38.3cm from molded hub, per visual analysis no kinks or bents conditions were found near to protruding condition, after the filter was removed from the cannula no anomalies were found on the filter. The storage tube was not received for analysis. No other issues were found. The filter was pushed backwards until the cannula proximal end and then the filter was advanced throughout the cannula and it was deployed successfully with no resistance felt. The tip separated (cut) was inspected under the microscope and it was found that the body surface presented evidence cutting scratching and evidence of elongation at the surroundings of the separation also the filter was inspected under microscope and no damages on barbs were found. The csi cannula od and ID was measured near to the perforated area and results were found within specification. A review of the manufacturing documentation associated with lot 16094054 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The complaint reported by the customer ¿thrombectomy systems- filter- perforated sheath¿ was confirmed by the condition of product as it was received for analysis, however the cause of this damaged could not be conclusively determined during the analysis. Product analysis results and DHR review results do not suggest that failure is related to the manufacturing process since no anomalies were found on the barbs of the filter during the microscopically analysis and the device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event reported. Procedural or clinical factors might have impacted the event. The complaint reported by the customer ¿thrombectomy systems- filter- impeded¿ was not confirmed since the filter was pushed backwards until the cannula proximal end and then the filter was advanced throughout the cannula and it was deployed successfully with no resistance felt. The cause of the brite tip separated (cut) condition found could not be conclusively determinate during the analysis. However, since the body surface presented evidence partial cutting, scratching and evidence of elongation at the surroundings of the separation it was concluded that this condition is no related to the manufacturing process. Procedural factors may have contributed to this damage. Controls are in place to verify the tms catheters for damages on the cannula, cannula tip and filter; the produced catheters are inspected before leaving the facility. Therefore, no corrective and preventive actions will be taken at this time. With the information available and without return of films of the event it is not possible to draw a clinical conclusion between the device and the reported event. Although no vessel information was provided it is possible that the sheath introducer may have been bent at a sharp enough angle due to vessel characteristics (as evidenced by the additional force required to advance both filters) that one of the filter barbs became caught on the inner lumen of the sheath. When additional force was applied it then perforated the sheath. Vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
As reported, the optease was stuck halfway (out other half for access) and pierced through the sheath (accessory to the optease) while in the patient. The optease was removed and used another new optease, and this one stuck too but eventually went through. The procedure was successfully completed. There was no patient injury reported. The device will be returned for analysis. There was no difficulty inserting the sheath into the patient. The sheath was not reported to be blocked with any particles that could be injected into the patient. Force was used ¿but not extensive. It was gradual and then it was stuck so hence why they removed.¿ there was no difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The device was prepped properly according to the IFU. There was no difficulty assembling or flushing the device. No target lesion/target lesion characteristic information is available. There was no other product issue noted at the account after the procedure or prior to shipping for inspection. The access site lesion location is unknown. The optease device had pierced through the sheath hence causing it to be stuck and could not advance any more.